Event description:
Customer reported potential false negative urine hcg results with medi-lab performance hcg combo test-cassette. Customer reported a false negative urine hcg result with a mid-morning sample from one pt that was tested using two devices. The customer observed a negative result at the three minute read time but noticed that a faint line was seen at five or six minutes. The customer then ran the same sample on a device from a different box, (same lot number) with the same negative result. After about 5 or 6 minutes, the customer again noticed that there was a faint test line. The pt then informed the customer that her home pregnancy test gave a positive result. No confirmation testing was performed.

Manufacturer narrative:
Investigation pending.